Event description:
A report was received that the patient will undergo revision procedure wherein the physician will reopen the scar and close it for better healing.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that there was pain from the scar but it was nothing to do with the device. It was also reported that the patient underwent a revision and was reportedly doing well.

Event description:
A report was received that the patient will undergo revision procedure wherein the physician will reopen the scar and close it for better healing.